Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. On an unspecified date, the patient¿s blood glucose reportedly was as low as 15 mg/dl with symptom of inability to concentrate and/or cognitive impairment, difficulty speaking and/or slurred speech and confusion and/or disorientation. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy without any recent adjustments to the pump settings. Customer technical support reviewed the event with the reporter. It was reported that the pump alerted for loss of prime with multiple cartridges from different boxes. The patient was able to complete prime step with cartridge change. It was reported that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reporter acknowledged that the patient primed while attached after loss of prime warnings and 0.3 units were infused multiple times per day and multiple days per month. The reporter further stated that the patient¿s insulin sensitivity factor was 1-30 mg/dl throughout the day and 1-40 mg/dl in the evening. Troubleshooting was unable to determine the cause of the prime issue. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a prime issue of unknown cause along with a use error in that the patient primed while attached.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime event due to non-zero low force on (B)(6) 2014. The total daily deliveries added up correctly and reflected user¿s programmed basal setting. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy was within specifications. The force sensor calibration reading was within specifications. Unrelated to the alleged prime issue, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.